Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator at the implant incision line. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.